Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. The customer stated the air bubbles were the size of a bebe ball. The customer's blood glucose was 147 mg/dl. The customer stated the insulin pump was not rewound with the reservoir in place. The customer was able to purge the air bubbles by changing the infusion set. The reservoir will not be returned for analysis.